Event description:
Approximately ten months and three weeks post heartware lvad implantation, the patient was admitted to the hospital for evaluation following what the patient described as two episodes of blank display/no power condition to his controller. These events occurred on two consecutive days during exchange of a battery. The patient responded to the first event by performing an emergency controller exchange without injury. The second event was resolved when a second battery was applied to the controller. Investigation is ongoing

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital after experiencing two episodes of blank display/no power condition on his controller. The controller and concomitant batteries were removed from service and the patient was provided with replacement devices. There was no reported patient injury as a result of this event. The controller and batteries were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed two controller power up and motor start events, indicating that both power sources were disconnected from the controller. The most probable root cause of the reported event cannot be conclusively determined; however, a possible root cause for the reported event may be attributed to a double power disconnect. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources in addition to guidelines to help the user to detect and react to a power source disconnection. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the controller and batteries ((B)(4)) are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.